Event description:
It was reported that during a laparoscopic appendectomy, the staples did not form and when device was fired it tore the bowel. The case was converted to an open procedure. The bowel was then sutured to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.